Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular (lv) lead was not capturing after the patient had slipped and fell. The patient underwent a procedure and the left ventricular (lv) lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.